Event description:
A pt reported blood glucose results of "31.6 mmol/l, 9.2 mmol/l, 7.9 mmol/l and 8.6 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.